Event description:
The medical device incident report from another country alleges the power chair went out of control and hit a bus shelter, resulting in 2 broken bones in the consumer's left foot.

Manufacturer narrative:
Maintenance and service history are unknown. Device has been in service for 3 years with no reported incidents. The medical device incident report from another country alleges the power chair went out of control and hit a bus shelter, resulting in 2 broken bones in the consumer's left foot. Electrical components no longer warranty.